Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been running high at 400 mg/dl. Customer stated that her blood glucose started at 485 mg/dl. Customer stated that she gave a correction with the pump when her blood glucose was 374 mg/dl this morning. Customer's current blood glucose was 509 mg/dl. Customer's blood glucose was 485 mg/dl at the time of the incident. Customer stated that she gets very low energy. Customer treated with a syringe. Customer stated that she has a degenerative joint disease. Customer stated that she did see tiny air bubbles in the reservoir. Customer has removed the cannula from her body. Customer reported that the insulin was not stored at room temperature. Customer's current blood glucose is 473 mg/dl. Customer found that the cannula is bent. Customer was advised to do a complete set change. Customer's blood glucose was at 450 mg/dl. Customer declined to have a replacement infusion set sent.